Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as there is no indication that the lens was explanted. PMA 510(k): this report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion into the eye of an intraocular lens (iol), the trailing haptic was stuck to the edge of the optic. There was no patient injury. Reportedly, the surgeon followed all the preparation steps correctly. Additional information was received and it was learnt that the lens remains implanted. No further information was provided.